Event description:
During an in-clinic follow-up, the device went into backup (vvi) mode due to non-maskable interference (nmi) in a pacemaker dependent patient. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.